Event description:
The customer called to report that the insulin pump has a blank screen, and is no longer working. The customer also reported that he was hospitalized with a high blood glucose of 1155 mg/dl. The customer did not want to provide further information regarding the hospitalization. Troubleshooting was performed for the blank display, and but the issue was not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.